Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for evaluation. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a air detected in the cassette alarm the previous night and the patient cancelled treatment. The next morning the patient observed a rupture in the cassette and evidence of a fluid leak. Patient was advised to discontinue use of the cycler, which was replaced. Additional information was solicited.